Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during unpacking, the forceps was found to be bent. The procedure was completed with another forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed on (B)(6) 2013 that the forceps broke making this a reportable event.

Manufacturer narrative:
The patient's exact age is unknown, however, it was reported that the patient was over 18 years old. A visual examination of the hemostat revealed one side of the handle to be broken adjacent to the hinge. The fracture surfaces presented no voids in the material or other casting imperfections. It was noted that the condition of the returned unit was not consistent with the complaint incident that the hemostat was bent. Per the event information, the issue was noted during unpacking and outside the patient. Therefore, the most probable root cause of "handling damage" is selected for the complaint. A device history record (DHR) review was performed and revealed no issues related to the reported complaint.